Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. The battery compartment and cap are intact with no evidence of physical damage. There is no activity related to the complaint observed in the pump history. The pump powers on with a blank display screen. The pump was exercised for a few minutes and became warm; the current draw was measured to be high. Investigation revealed a cracked display screen. A test display screen was inserted, and the pump powered on with the test display functioning appropriately. The current draws were found to be normal with the test display in place. The pump was exercised for three hours using the test display, with no further overheating or alarms occurring.

Event description:
The patient contacted animas to report that the pump and battery felt hot to the touch. There was no reported patient impact associated with this complaint.